Event description:
It was reported that during a renal pta/stent treatment procedure, difficulties were encountered during preparation of the product which resulted in a procedureal delay. The stent delivery device was flushed during prep, but the system would not track or flush after it was loaded onto the wire. The physician thought that the stent delivery catheter was pinched off or occluded. A second nir stent system was prepared and placed successfully in the pt, however, because of the delay in placing the stent, the pt's kidney clotted off requiring them to spend the night in the ICU. The pt was discharged to home without further incident the next day.